Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead fell into the right ventricle. The ra led dislodged is alleged as occurred post implant, however was discovered during the pre-discharge check while the patient was still in the hospital after the implant. The physician decided to remove the lead completely and implant a new atrial lead. No patient complications have been reported as a result of this event.